Manufacturer narrative:
The customer was sent a replacement wash probe screw and customer installed it which resolved the issue. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 05dec2019 through aware date of (B)(6) 2021. There were no similar complaints identified during the searched period. The most probable cause of the reported event was fault or failure of wash probe screw.

Event description:
Customer reported a wash probe fault or failure of wash probe. The wash probe retaining screw had broken. The customer was sent a replacement wash probe screw and customer installed it which resolved the issue. This caused a delay in reporting alpha-fetoprotein (afp) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.